Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set blew open at the hub. This occurred during pressure injection of contrast during a computed tomography angiograph (cta) scan. The reporter was not sure whether the problem was with the luer valve or the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.